Manufacturer narrative:
Evaluation of the returned velocity confirmed fractures in the mid-shaft. If the velocity is forcefully mishandled at extreme angles during use, the device may become kinked and may subsequently fracture. Due to the fracture, the device was unable to be functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right proximal m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra stent retriever. During the procedure, the physician completed one pass using the velocity and neuron max, then removed the velocity. While preparing the velocity for the second pass outside of the patient, it was noticed that the mid-shaft of the velocity was broken. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.